Manufacturer narrative:
Product reference 4432460 is not cleared for sales in the USA, but its catheter is similar to the product reference 5432460 cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other similar complaint was reported on this batch of access ports. Investigation results: the complete device has been returned for evaluation. No visible defect has been detected on them. The components dimensionally compliant with the specifications. A disconnection test has been performed on the returned device. The disconnection force is more than three times superior to the requirement. Conclusion: the returned access port presents no failure and is compliant with the specifications. The incident was discovered only 4 days after the implantation. No other incident was reported on the access ports batch. This information allows us to deduce that the catheter disconnection is probably due to incorrect catheter/port connection by the practitioner. The IFU's specify how to connect the catheter to the access port to avoid any disconnection. No corrective action is envisaged. Braun (B)(4) has provided all the information currently available to us. In spite of all reasonable efforts being made to obtain further information or the device, at this time we have not met with success.

Event description:
On (B)(6) 2019: access port implantation. On (B)(6) 2019: during chemotherapy administration, detection of a product extravasation due to catheter detachment.